Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. The intraocular lens was not implanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgeon could not implant the intraocular lens (iol) as it was stuck in the wound during insertion into the eye. There was patient contact. They were able to complete procedure using another iol. Additional details were provided and reported that the iol became stuck in the eye/incision; however, the iol was not stuck in the cartridge. The surgeon was able to push the lens out of the cartridge completely but the iol remained folded and stuck in the wound. Forceps were used to remove the lens. There was an approximate delay of four minutes. There was no patient injury. No incision enlargement required. Another lens was successfully inserted. It was stated they did not believe the issue was due to incision being too small or due to patient anatomy. It was believed that the issue was possibly due to an issue with the iol and cartridge. No further details were provided.

Manufacturer narrative:
Device available for evaluation? Yes, returned to manufacturer on 05/01/2017. Device returned to manufacturer? Yes. Device evaluation: the product was received for evaluation and was inspected by a qualified inspector using 12x microscope magnification. No anomalies were found. The reported complaint was not verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no similar complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.